Manufacturer narrative:
The product was not returned for analysis, results from the product history record review indicated the product met release criteria. The root cause for the reported complaint appeared to be a coincidental event that was unrelated to iol as user facility reported that during surgery, the surgeon had a problem with the handpiece, the injector bent, which scratched the iol at time of pushing the iol in the cartridge. Based on this information, the device did not cause/contribute to the event. Based on the results from the product and batch history record, the lens met release criteria. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implantation the injector that was pushing the iol was bent and slided incorrectly scratching the iol inside the cartridge. The scratch was reported to be deep but not on the visual axis. The iol was cut and removed from the eye through an enlarged incision. Iris alteration with incarceration in the incision was reported. Another iol was implanted. The affected eye was the right eye. No further information is expected. This is one of two medical device reports being filed for this event.